Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown.

Event description:
It was reported patient underwent a total left knee arthroplasty on an unknown date. Subsequently, patient was manipulated under anesthesia on (B)(6) 2009 due to a patellar dislocation.